Manufacturer narrative:
The reported events were confirmed by the repair technician through functional evaluation, disassembly, and visual inspection. The motor required replacement; the affected motor was replaced along with other components associated with preventive maintenance. The device was returned to the loaner pool after passing final inspection.

Event description:
The loaner core sagittal saw was returned to stryker instruments for service. During functional testing by a service technician, it was found that the device caused a bias current message to be displayed on the console, signaling a condition occurred in which the device has the potential to run without user activation. It was also reported by the service technician that the device ran without user activation. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.